Event description:
During the donation, there was a leak at the centrifuge ring, and blood went into the machine. The customer reported that there was an increase of anemia, but there was no clinical consequence. This incident caused the end of the session of leukapheresis w/o the possibility of recovering the separated cells. Pt info is not available at this time. The disposable set is not available to be returned for eval. This report is being filed due to a safety allegation via the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.